Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised due to instability. Surgeon reported that the patient had a recent dislocation (unknown if head came out of insert, or insert came out of liner) and the patient's soft tissue wasn't healing as anticipated. Surgeon also reported dissatisfaction with the placement of the well-fixed shell. The shell, 1 screw, mdm/ adm liner construct and femoral head were revised. Rep provided an operative report and implant sheet from patient's previous revision and reported that no further information is available.